Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after implant of the lead, tomography the next day determined the lead was 2cm below the target location. After three weeks a revision surgery was performed in which it was determined the burr hole cover did not work as it should. The burr hole cover did not keep the lead in place. The surgeon manually pulled the lead into the desired location. Intra-operative testing had successful results. Fluoroscopy verified lead position. The burr hole cover was replaced. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 924256, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type accessory; product ID 3389-40, lot# 0213295546, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their was no way to know which of the two leads the patient was implanted with had the issue. Device information was provided. The cause of the issue was restated to be due to the support clip on the burr hole cover not closing completely.